Event description:
This was a left-sided, cardiac lead removal case performed in the operating room to remove 1 (ra/(B)(4)) of 2 total leads (ra and rv - both 10 yrs old) due to non-function. The pt was prepped with an arterial line, both fluoroscopy and tee in operating room ste, with CT surgical team on standby. The md opened the pocket and prepped the ra lead with a lld-ez and began lasing with the 12f sls ii, eventually upsizing to the 14f sls ii with the outer teflon sheath. While lasing the md noted both the rv and ra leads were bound together and calcified, bound to the vessel wall at the svc/innominate junction. At this time the pt's abp began slowly dropping. Blood was hung within a minute of pressure dropping. The heart team, perfusionist and CT surgeon were in the room within 2 minutes and sternotomy performed within 6 minutes. The laser sheath was kept in place until access could be established. A tear was found at the svc/innominate junction and successfully repaired as well as removing the rv lead. The chest was closed, pt stabilized, transferred to the cvicu, extubated within 24 hours, and discharged on (B)(6) 2011. No device were retained for return investigation as they were disposed of during the code. Several unsuccessful attempts were made to obtain device lot info.